Manufacturer narrative:
The bed was inspected by the arjo representative and the claimed issue was not duplicated. The technician replaced the indigo pcb which will be returned to the manufacturer for evaluation. Additional information will be provided upon conclusion of the investigation.

Event description:
It was claimed by the customer staff that the bed operator activated the indigo module (intuitive drive assist) to move the bed backward. The bed accelerated causing a fall of the bed's operator who sustained unknown back harm as a result. There was no indication that a serious injury occurred. The bed stopped itself.

Manufacturer narrative:
The bed operator activated the indigo module (intuitive drive assist) to move the bed backward. The bed accelerated causing a fall of the bed's operator who sustained not serious back harm as a result. The bed stopped itself since there was no contact with the operator. The bed was inspected by the arjo service representative and the claimed issue was not duplicated. Additionally, a manufacturer's evaluation of returned sub-board showed no fault. The engineer indicated that the "accelerometer alignment error", that was present suggests an error in the operation of the accelerometer, which is responsible for calculating the angle. However, the engineer stated that if this error occurs, the bed should go into safe mode and stop itself after 2 seconds. In the complaint the bed stopped itself, however it is unknow how long it takes to stop. The cause of the bed accelerating was not identified. The bed alledgedly accelarated backwards causing that the operator of the bed fell, therefore the device was involved in the event and failed to meet its specification. The bed was not used for treatment. The complaint was assessed as reportable because the bed with the activated indigo accelerated causing a fall of the bed's operator who sustained not serious back harm. The bed operator lost contact with the bed, the bed stopped itself. The reported issue could not be confirmed, as the alledged accelaration backwards was not duplicated, also a sub-board was operating properly.